Event description:
It was reported that during an angioplasty procedure, the hub and the gray rubber connection part of the hub were allegedly found dislodged. It was further reported that the device was re connected by force. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 04/2024.

Event description:
It was reported that during an angioplasty procedure, the hub and the gray rubber connection part of the hub were allegedly found dislodged. It was further reported that the device was re connected by force and the procedure was completed with the same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. The strain relief was noted to have become loose and dislodged from its original position. The balloon noted to be twisted, no others anomalies noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. Therefore, the investigation was confirmed for the reported dislodging of strain relief, as the dislodging of strain relief could be noted during the visual evaluation of the returned device. A definitive root cause for the reported dislodging of strain relief could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 04/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.